Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 33 mg/dl at the time of admission. The customer stated getting too much insulin may have caused the hospitalization. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was missing a battery cap. The customer ended up going high when they were taken off the pump. The insulin pump will not be returned for analysis.